Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose and diabetic ketoacidosis. The customer states their blood glucose at the time of incident was over 700mg/dl. The customer states their levels have also gone down to the 30mg/dl. The customer states they were treated with manual injections and an insulin drip. The customer states they were advised by their doctor to change setting and look into classes on pump application. The customer was assisted with additional resources on usage of the insulin pump.